Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded that this device met specification for longevity and no anomalies with the device battery were noted.

Manufacturer narrative:
This device remains in service for the time being, but once explanted will be returned to bsc for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated. This device was not returned to boston scientific for laboratory analysis. It was most likely discarded at the hospital.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) battery status has reached elective replacement indicator (eri). There is a concern that the battery had depleted earlier than expected, and will be explanted in the near future. There were no adverse patient effects reported. Additional information was received that this device was explanted.